Manufacturer narrative:
Patient age at time of event: 40s. (B)(4). Device evaluated by manufacturer: returned product consisted of avx thrombectomy system with no other device. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities. A functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported a loss of aspiration occurred. An avx® thrombectomy set was being used in thrombectomy mode but failed and leaked at the pump bay. The catheter was switched out for second avx to complete procedure. No complications noted.